Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 19 in the mouth, the implant did not achieve primary stability or integration. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 19 in the mouth, the implant did not achieve primary stability or integration. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).